Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported suture malposition was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and return device analysis, the reported suture malposition appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an dual access venotomy closure of a left common femoral vein (lcfv) and right common femoral vein (rcfv) using a prostyle device after an electrophysiology (ep) ablation procedure with a 6f sheath on the left side and 8fbsheath on the right. Reportedly, with two prostyle devices, the knot was completely removed and did not deploy into the anatomy. Two prostyle devices were then able to deployed in the lcfv and successfully achieve hemostasis. Two prostyle devices were then used in the rcfv, but hemostasis was unable to be achieved. A figure-eight stitch and manual compression were applied and hemostasis was achieved. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.